Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter valve cap indicated 0165sij18 although the product package indicated 0166sij18. It was detected when the user attempted to use the product during operation. The facility checked their inventory and found that all the products(17 catheters) were having the same issue.

Event description:
It was reported that the catheter valve cap indicated 0165sij18 although the product package indicated 0166sij18. It was detected when the user attempted to use the product during operation. The facility checked their inventory and found that all the products(17 catheters) were having the same issue.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation confirmed that the product code printed on the box label and pouch paper were printed as 0166sij18 while product code printed on cap of catheter is 0165si18. Based on investigation via DHR review , it is confirmed that this complaint is related to the manufacturing. There is a potential of 5cc product (0165sij18 - bardex 2 way male 5cc 18fr, silver lubricious coated catheter) was incorrectly packaged into packaging lot mycz1179, 30cc product 0166sij18 (bardex 2 way male 30cc 18fr, silver lubricious coated catheter).the device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter."